Event description:
It was reported 176 bd discardit¿ syringes' packaging units had poor perforation. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: ¿(B)(4) units having defects..."

Manufacturer narrative:
The manufacturing location for this product is (B)(6), india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(6), nj has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: the nine photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml with 25gx1 needle from lot #1156573 regarding item # 302438 with the reported complaint of multiple defects (poor packaging perforation) in the syringe. The investigating team has used the retention samples lot #1156573 regarding item # 302438 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for multiple defects (poor packaging perforation) in syringe and no defect in syringe was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect in the syringe. The investigating team has requested for the defective samples to be returned for a thorough investigation and finding the root cause, to have a proper corrective and preventive actions. An investigating team member will also visit the customers storage facility for helping resolve these issues. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.